Manufacturer narrative:
The lot number for the device has not been provided; therefore, a review of the device history records could not be performed. The device has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that during the biopsy procedure, the device misfired after it had been fully primed and upon retrieval of the sample from the device. There was no report of pt injury.